Event description:
The patient underwent surgery. The doctor used absorbable hemostatic fluid gelatin and absorbable hemostatic gauze during the surgery, and the surgery went smoothly. Due to the patient's consumption of fermented rice, clindamycin phosphate was given anti-inflammatory treatment. Combined with the patient's menstrual cycle, poor appetite and sleep, and the need to stay in bed after surgery, the patient began to experience fever symptoms on the 5th day after surgery. Blood culture showed staphylococcus aureus. On the 6th day after surgery, pus was seen flowing out of the wound drainage tube. The infectious disease department recommended upgrading antibiotics and providing anti infective treatment. The patient underwent surgery under color ultrasound, and the wound pus was drained. Inflammatory indicators were regularly rechecked, and the body temperature tended to stabilize. After the condition stabilized, the patient was discharged for rehabilitation and exercise treatment. No product is available for evaluation. Patient: 52-year-old female. Event date: 12/05/2024. Procedure date: (B)(6) 2024. Additional information was received stating: please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unk. Was there any intraoperative concurrent use of other products? Unk. What was the intended use of the surgiflo? Address active bleeding. How much surgiflo was used during the procedure? Unk. Was the surgiflo left in the patient or removed after hemostasis? Unk. What were current symptoms following the index surgical procedure? Onset date? On (B)(6) 2024, the patient underwent posterior lumbar decompression, fusion and internal fixation under general anesthesia. Surgicel and surgiflow were used during the operation. The operation went smoothly. Because the patient had poor food intake, the patient was given albumin phosphate for treatment. Combined with menstruation, poor appetite, poor sleep and postoperative bed rest, the patient began to have fever symptoms on (B)(6) 2024. Blood culture showed staphylococcus aureus. On (B)(6) 2024, the patient had pus outflow from the wound drainage tube. The department of infectious diseases consulted and recommended to upgrade the antibiotics. The patient was given anti-infective treatment. The puncture and drainage were performed under color doppler ultrasound. The indicators were regularly reexamined. The body temperature tended to be stable. The patient was discharged from the hospital for rehabilitation exercise after the condition was stable. Has any surgical or medical intervention been performed? The patient began to have fever symptoms on (B)(6) 2024. Blood culture showed staphylococcus aureus. On (B)(6) 2024, the patient had pus outflow from the wound drainage tube. The department of infectious diseases consulted and recommended to upgrade the antibiotics. The patient was given anti-infective treatment. The puncture and drainage were performed under color doppler ultrasound. The indicators were regularly reexamined. The body temperature tended to be stable. The patient was discharged from the hospital for rehabilitation exercise after the condition was stable. What is physician's opinion as to the cause of this event? The patient had poor food intake. Combined with menstruation, poor appetite, poor sleep and postoperative bed rest. Low resistance which may lead to wound infection. What is physician's opinion as to the cause of the poor wound healing? The patient had poor food intake. Combined with menstruation, poor appetite, poor sleep and postoperative bed rest. Low resistance which may lead to wound infection. Was there an alleged deficiency of the surgiflo that contributed to the patient's post-operative poor wound healing? Unknown. Has the hospital other cases of patients infected with staphylococcus aureus? Unknown. What is the patient's current status? Discharged. What is the users experience w/ surgicel fibrillar and surgiflo and other hemostatic agents? Normal.